Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that with the transducer interface, the ventilator was intermittently not detecting the trigger when set in trigger mode. Also, there was no action when the manual cycle function is selected. There was no patient involvement associated with this issue.

Manufacturer narrative:
The vyaire medical factory service center received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The device meets manufacturer's specifications. Based on the information provided by the customer, it is unknown how the abdominal sensor was placed in order to activate a response with the ventilator. The placement of the sensor and the amount of pressure applied to the sensor determine a proper response.

Event description:
The customer reported that the ventilator was in use on a patient at the time the reported issue occurred. The ventilator was switched out and there was no patient harm/injury associated with the reported issue.